Event description:
Pt was being lifted out of bed with hover lift when bolt attaching spreader bar to lift snapped off and pt fell back to bed. No injury to pt. Lift was inspected by biomed 1-2014. MFR date: 10/04/2006.